Event description:
It was reported that the pt is not receiving adequate access to sound. The external equipment is in good working order. A partial insertion was achieved on the left side during implantation surgery. Re-implantation with a shorter electrode arrays (i.e. Compressed) is scheduled for (B)(6), 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.